Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the customer reported the following complaint issue : "when they try to use the zso-7-10, the wire guide can't advance in to the zso-7-10. They said that the zso-7-10 inner hole was block" . Additional information: additional information received from the customer confirmed that this occurred prior to patient contact and the stent was not kinked or damaged. Lab evaluation: 1 x zso-7-10 device of lot # c1371413 was returned to cirl for evaluation. A lab evaluation was held on the 14th dec 2017. During the lab evaluation the stent was found to be kinked at portholes 2 and 5 from the ductal end. The 0.035 cm wire guide could not pass through the stent lumen. There was no other defects observed . Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint is that the stent possibly kinked while straightening the pigtails with the pigtail straightener . A precaution included in instructions for use states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." The wire guide most likely could not advance due to a kink rather than a blockage as no other defects were observed during the lab evaluation. The complaint is confirmed as the stent was found to be kinked and a wire guide could not pass through it. Documents review: a review of the manufacturing records did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot , upon review of complaints this failure mode has not occurred previously with this lot#. Prd/fqc/pkg review: as per fqc, there is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." Prior to distribution, all zso devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: it may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Summary: the complaint is confirmed as the stent was found to be kinked and a wire guide could not pass through it. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR submitted based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent¿ when they try to use the zso-7-10, the wire guide can't advance in to the zso-7-10. They said that the zso-7-10 inner hole was blocked.